Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. Healthcare professional further reported via MRI "scattered t2 bright masses bilaterally are suggestive of benign cysts" and "minimal right pleural effusion", which are both not device-related. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture".